Event description:
Dr. (B)(6) from (B)(6) hospital reported a post-operative issue involving a trauma & deformity system, specifically an lcb blade plate (part number: 00-1200-1002, lot number: 241069-b), which had been in use for less than six months. The device was implanted in an 8-year-old female patient (initials (B)(6)) on (B)(6) 2025 and was removed on (B)(6) 2025, after the plate broke. The issue was discovered during a clinic visit post-operation. The broken device was scrapped and not returned for evaluation.